Event description:
The user facility reported that when an operator was removing a load from the rinse chamber the lid fell onto the operator's arms. The operator went to the facility emergency room where she received x-rays and was diagnosed with contusions and bruises. The operator's wrists were bandaged; she received pain medication and returned to work. The user facility reports the operator is fine with no sustaining injuries.

Manufacturer narrative:
A steris technician inspected the unit and found the lid switch had stopped working properly causing the lid motor to continuously run and the rinse chamber lid cable to break, resulting in the lid falling. The technician replaced the lid cable and switch and returned the unit to service. The unit is under steris service contract and was last serviced on (B)(4) 2011 when the unit lid and switch were found to be operating properly; no issues were noted. The device subject of this event is 25 years old and exceeds its expected useful life. The technician recommended the user facility replace the cleaner.